Event description:
This is report 6 of 6 for the same event. It was reported that the electric pen drive system ceased to work. According to the report, the electric pen drive system consisted of a cable device, a hand switch devices, a reciprocating saw attachment device, two drill attachment devices and a sagittal saw attachment device. The reporter was unable to specify which device was malfunctioning. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.